Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that errors appeared on the erbe generator during procedure setup. Initial troubleshooting included powering the unit off and on, which initially resulted in a blank screen. The contact person stated the system was not used due to patient related issue. The contact person confirmed that the errors cleared after the power cycled. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed error logs which showed multiple instances of a specific error code. The customer called back and wanted confirmation regarding the process to connect an external force triad generator, and correct connections were verified with no further immediate action needed. The procedure outcome is unknown.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found persistent error u-02 on startup and that the screen had the outline of sections but no information displayed on screen, and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis (fa) and the reported problem was confirmed using the system error logs since u-02 error were logged along with c-01 errors and m-b1 errors. Inspection during fa process found issues that may relate to the reported event, but could not replicate on site. C-00 errors in erbe logs corroborate with arm complaint and c-01 errors. Unit tested on system, no errors present. All operations were successful on all ports. Additional m-31 errors in erbe logs. The erbe will be sent to original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to system checkmaster failure issues on the generator. This error can be resolved through troubleshooting or replacement of the generator.